Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16666810/16666810.

Event description:
It was reported that the patient was experiencing high impedance on both of the leads. The patient underwent a revision wherein one of the leads was replaced and that the patient was doing well postoperatively.